Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment an internal blood leak occurred. The leak was visually observed in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 75cc. The patient had no adverse effects & no medical intervention was required. The patient completed treatment w/a new set-up. Sample has not been returned to MFR.

Manufacturer narrative:
The reported complaint is not confirmed. A complaint sample is not available for manufacturer evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.